Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower part of stomach') and genital haemorrhage ('abnormal bleeding (general)/gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. B94875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent an essure confirmation test". The patient's medical history included body mass index normal. Concurrent conditions included pelvic pain, irregular menstrual cycle, perineal pain, fatigue and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), alopecia ("hair loss"), migraine ("migraines / headaches"), mental disorder ("psychological or psychiatric problems"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, vaginal infection, urinary tract infection, cystitis, weight increased, alopecia, migraine, mental disorder and hormone level abnormal had not resolved and the pelvic pain, abdominal pain, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menorrhagia, mental disorder, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic/abdominal pain , gen. Abnormal. Bleed, menorrhagia (heavy menstrual bleeding), psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Pregnancy test urine - on (B)(6) 2014: result-negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporters information updated. Event: pelvic pain , abdominal pain , menorrhagia (heavy menstrual bleeding), psych injury were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower part of stomach') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B94875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent an essure confirmation test". The patient's medical history included body mass index normal. Concurrent conditions included pelvic pain, irregular menstrual cycle, perineal pain, fatigue and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), alopecia ("hair loss"), migraine ("migraines / headaches") and mental disorder ("psychological or psychiatric problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, vaginal infection, urinary tract infection, cystitis, weight increased, alopecia, migraine, mental disorder and hormone level abnormal had not resolved. The reporter considered abdominal pain lower, alopecia, cystitis, dysmenorrhoea, genital haemorrhage, hormone level abnormal, mental disorder, migraine, urinary tract infection, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Pregnancy test urine - on (B)(6) 2014: result-negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower part of stomach') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B94875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't underwent an essure confirmation test". The patient's medical history included body mass index normal. Concurrent conditions included pelvic pain, irregular menstrual cycle, perineal pain, fatigue and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), alopecia ("hair loss"), migraine ("migraines / headaches") and mental disorder ("psychological or psychiatric problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, vaginal infection, urinary tract infection, cystitis, weight increased, alopecia, migraine, mental disorder and hormone level abnormal had not resolved. The reporter considered abdominal pain lower, alopecia, cystitis, dysmenorrhoea, genital haemorrhage, hormone level abnormal, mental disorder, migraine, urinary tract infection, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pregnancy test urine - on (B)(6) 2014: result-negative. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs and mr received. Reporters were added. Lot no. Was added. Case become incident, previously added injury nos was replaced by weight gain & new events-hormonal changes, abnormal bleeding (general), bladder infection, urinary tract infection, vaginal infection, psychological or psychiatric problems, migraines /headaches, dysmenorrhea, lower part of stomach pain, hair loss, device monitoring procedure not performed were added. Concomitant condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.